Manufacturer narrative:
No device will be returned. No device history record or visual inspections was performed. The device was not returned nor the lot number provided. The report indicates the revision surgery was performed due to a failed fusion. The product labeling indicates delayed union or non-union is a possible adverse affect when the construct is implanted. The investigation concluded that there is no evidence or indication of a malfunction of the construct causing the adverse effect.

Event description:
On 16 jan 2009, the sales representative reported a revision surgery for failed fusion that occurred on the event date, the date of initial implant surgery was unknown. The surgeon removed the hardware on the same day. The sales representative had no additional information about this surgical event.